Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination).sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer tested multiple times throughout the day, each time the results were obtained within 10 minutes. The customer received sensor scan results of 67 mg/dl and 64 mg/dl compared to readings of 193 mg/dl and 191 mg/dl respectively obtained from a blood glucose lab and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. Customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute) and customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The length of sensor wear was day 7. There was no report of death, serious injury, or mistreatment associated with this event.